Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of short battery life with multiple cs 128 call service alarms occurring due to drastic voltage drops. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the battery cap secured properly to the pump to maintain power. Evidence of moisture ingress was also found inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. During testing, all of the electrical current draws measured within specifications. The complaint was not duplicated. The pump case was removed, and no further evidence of moisture ingress or internal damage was found. (B)(4).